Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for follow-up, episodes of oversensing on rv lead due to suspected crosstalk of ap in the v channel were observed. In real time, normal sensing and detection was noted during ap. Review of session records noted cross-talk oversensing. Programming changes were made. Patient's condition was good.

Manufacturer narrative:
Manufacturer report 2938836-2016-13621, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Additional information was received indicating that there were episodes of crosstalk that occurred. Further programming changes were performed to resolve the event. The patient was stable and will continue to be monitored.